Event description:
The customer reported that the insulin pump alarmed motor during the rewind process, and the displacement test could not be performed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the displacement test passed, and the device was received with operating currents within specifications.